Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 140-207mg/dl fasting. Verified test strips expire 09/20/2018. Confirmed customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Customer performed a back to back blood test 316mg/dl and 295mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about these two results: 376 mg/dl on (B)(6) 2015 @ 07:02pm and 421 mg/dl on (B)(6) 2015 @ 7:03 pm the customer stated that he has renal cancer and is now taking a new steroid treatment. The customer has not made any changes in his diet but he is on pain and diabetes medication. The customer stated that the date/time has not been setup correctly. The customer also just finished eating cinnamon toast less than two hours of performing the back to back blood test.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 140-207mg/dl fasting. Verified test strips expire 09/20/2018. Confirmed customer's test strips are being stored properly and opened vial date was 12/02/2015. Customer performed a back to back blood test 316mg/dl and 295mg/dl non-fasting. Reviewed meter memory (B)(6). Memory concerns:the customer is concerned about these two results: 376 mg/dl on (B)(6) 2015 @ 07:02pm and 421 mg/dl on (B)(6) 2015 @ 7:03 pm the customer stated that he has renal cancer and is now taking a new steroid treatment. The customer has not made any changes in his diet but he is on pain and diabetes medication. The customer stated that the date/time has not been setup correctly. The customer also just finished eating cinnamon toast less than two hours of performing the back to back blood test.